Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this patient, please see associated report: MDR 9610905-2018-00008. Reference exemption number e2017029.

Event description:
It was reported that a rib plate broke and screws backed out due to non-union of the bone. Product was removed and replaced.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.